Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was tested and no failures were observed. The device passed all testing. The reported event could not be duplicated.

Event description:
It was reported that the ventilator touch screen was not working. There was no patient involvement.